Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite extension set had leakage. The following information was provided by the initial reporter: has been experiencing leaking from the 0.2 filter around 3 times in the past couple weeks. Additional information received from the customer: any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. None can you please provide an exact date of event in format dd-mmm-yyyy? (B)(6) 2026, most recent date. Whether 3 incidents happened on 3 different dates? Yes, this happened on three different dates. Whether 3 incidents happen in 3 different patients? Yes, with three different patients. Can you please provide the material number associated with reported issue? Sku 20350e. Can you please provide the lot number associated with reported issue? Lot # (10)25105651.